Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012, due to patient allegations of personal injuries. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4). Examination of returned device found no evidence of product non-conformance. A review of the provided data and the visual examination of the components have indicated the presence of a wear stripe on the femoral head and wear patches on both bearing surfaces, including adjacent to the rim of the cup. These features likely indicate that a degree of edge loading or subluxation of the parts occurred. Such mechanisms may arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity - the former of which seems more probable considering that the inclination and anteversion angles in this instance were measured to be slightly elevated in comparison to those stipulated in the surgical technique. The stem was also observed to have been positioned in 2 degrees valgus, which may also have contributed. This may have been further exacerbated by the loading through the joint, which, considering the patient's bmi indicates that patient was obese, could be considered to have been excessive. The heavy scratching and indentations on the bearing surfaces suggest that a third body was present, the source of which is unclear. Together with a breakdown in the lubrication of the articulation and the resulting adverse wear, which was measured with redlux to have been excessive, these factors are likely to have been the cause behind the collection of "metal stained fluid" noted during revision surgery to have existed around the joint and the subsequent source of elevated metal ion levels detected in the patient. Surgical notes also refer to a region of bone erosion on the superolateral aspect of the cup. The root cause behind this erosion is unclear, as the fixation surface of the component appears to have damage from extraction, rather than burnishing from loosening following any bone resorption. It is also stated that the acetabulum was well fixed. Patient factors may have played a role in this erosion, but this cannot be confirmed. There are minor suggestions of some taper fretting or galling mechanisms, which may have come about with elevated stresses at the taper interface following the aforementioned adverse component interactions. This however, does not appear to have led to any measureable wear of the female taper surface and so it's contribution to the overall reason for revision may have been limited. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04505 / 2015-04527).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of personal injuries. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified. Additional information received reported patient was revised on (B)(6) 2012 due to armd. During the procedure, metal stained tissue, well-fixed femoral stem and cup, and an area on the cup with no bone ingrowth and erosion were noted. All components were removed and replaced.